Event description:
The customer reported to olympus that the gyrus, pk-sp generator has an e 200 92 electrode ID failure when testing the outputs. The issue was observed during routine maintenance of the device and there was no patient or procedural involvement with this event. The device was returned to olympus for a device evaluation and found the generator output was low due to faulty psu (power supply unit) this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the housing was missing 2 mounting feet and the socket cover, and software v3.02 needed to be upgraded to v3.03. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The exact manufacturing date of the device is not known, however the device was manufacturer september 2012 (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failure of the low output was due to a faulty power supply unit (psu) board. However, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.